Event description:
It was reported that the pacemaker system had exhibited crosstalk oversensing, atrial activity was being oversensed in the ventricular channel. Technical services (ts) was consulted and provided reprogramming options, continue to monitor and further system testing. This right ventricular lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).